Manufacturer narrative:
G4: 02jun2020. B4: 03jun2020. The customer confirmed the issue was resolved by replacing the user interface assembly and the unit is up and running. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06apr2020.

Event description:
The customer reported unit with a blank screen. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The remote customer service technician provided the customer with part ID (identification) for a user interface assembly.

Manufacturer narrative:
G4: 24aug2020 b4: (B)(6) 2020 a user interface (ui) assembly was returned for analysis. Visual inspection of the user interface assembly revealed no evidence of damage or contamination. An investigation was performed, and the burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.